Manufacturer narrative:
The investigation into the reported sterile sleeve damage was completed. The device was not returned for evaluation. Based on the available information, the root cause of the catheter damage was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 64-year-old male patient implanted with the impella 5.5 for mechanical circulatory support had a "tear" in the impella catheter near the red handle. The wiring within the catheter was exposed at the tear. To avoid any potential performance issue, the decision was made to replace the pump with another impella 5.5. There was no reported harm to the patient.